Event description:
The following was reported to hamiton medical ag: vent not recognizing external ac cord. A power cord in good working order was plugged into an ac outlet with verified 120v. Confirmed 120v at distal end of cord. When plugged into the vent the display continued to show "loss of external power" and battery charging lights were not on. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the ventilator did not recognizing external ac cord during non-clinical procedure. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective power supply, driver and control board. After replacing the power supply, driver and control board the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: vent not recognizing external ac cord. A power cord in good working order was plugged into an ac outlet with verified 120v. Confirmed 120v at distal end of cord. When plugged into the vent the display continued to show "loss of external power" and battery charging lights were not on. No patient involvement.